Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn: (B)(6) was explanted from the right eye due to residual refractive error. An intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 03/19/2024.

Manufacturer narrative:
The lal (sn: (B)(6) was implanted in the patient's right eye (od) on (B)(6) 2023. The first light treatment was completed on (B)(6) 2023; however, due to health issues unrelated to the lal or the light treatment, the next light treatment was not completed until 5 months after the initial treatment on (B)(6) 2023. Between the first lock-in (on (B)(6) 2023) and the second lock-in (on (B)(6) 2023), the patient was recovering from a hordeolum and could not keep the regular light treatment schedule. Approximately 3 months after the second lock-in treatment (on (B)(6) 2023), residual refractive error was measured. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).